Manufacturer narrative:
The reported event was inconclusive because poor sample condition. Based on the attached photo, it was observed that the sample are still inflated. However, a full investigation could not be performed completely as sample was classified as poor sample condition and several tests could not been carried out due to only photo provided to evaluate. The exact cause on how and when problem occurred could not be determined. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following:"warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter.englishvisually inspect the product for any imperfections or surface deterioration prior to use.¿ use luer tip syringe to inflate with stated ml of sterile water.or¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water.for urological use only.bard, bardia, bardex, uriplan, ez-lok, and lubricath are trademarks and/or registered trademarks of c. R. Bard, inc.manufacturer:to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use moreforce than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloonto force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat thesyringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration maycollapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trainedprofessional for assistance, as directed by hospital protocol.should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.valve type: use luer slip tip syringe.do not use needle.recommended inflation capacities3cc balloon: use 5ml sterile water5cc balloon: use 10ml sterile water15cc balloon: use 20ml sterile water20cc balloon: use 25ml sterile water30cc balloon: use 35ml sterile water40cc balloon: use 45ml sterile water75cc balloon: use 80ml sterile waterdo not exceed recommendedcapacities.a new connector with a needle free sample port has been added to this product.instructions for use for the needle-free sampling1. Kink the drainage tubing at a minimum of 5cm below the sampling port.2. Wipe the surface of the port with an alcohol swab.3. Using an aseptic technique, position the syringe (luer slip tip only) in the centre, perpendicular to the surface of the port, and then press the tip ofthe syringe into the sampling port.4. Aspirate the desired volume and then remove the syringe.5. Wipe the surface of the port with an alcohol swab.6. Unkink the tubing and send the correctly labelled specimen to the laboratory."h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water inside the catheter balloon could not be drained during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water inside the catheter balloon could not be drained during pretest.